Event description:
It was reported that a large volume infusor leaked. The issue was observed when the package was opened. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h4, h6(update codes), h11 . H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photo sample showed the device contained inside a bag and a pool of fluid was observed inside the bag which suggested leak. The flow restrictor was detached. The reported condition was verified. The cause of the issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.